Event description:
Per independent repair center, unit won't start. Failures include: valve stuck, short circuit in power switch, poppet kit not shifting, leaking at clamp, and leaking at the tie wraps.